Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported the unit is making a chattering sound. There was no patient or user harm reported.

Manufacturer narrative:
G4: 11aug2020 b4: (B)(6)2020 confirmation with the field service engineer confirmed the blower was making a fluttering sound when the unit was not cycling the blower motor was replaced that corrected he issue the unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jun2020. B4: 04jun2020. The manufacturer's field service engineer (fse) confirmed the reported issue. Numerous attempts were made to obtain information on the repair of this device have been unsuccessful. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11aug2020 b4: (B)(6)2020 it is unknown if the unit was being used on a patient at the time that the failure was discovered, however, no patient harm was reported.the replaced blower was received for internal failure analysis. The blower was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26aug2020 b4: (B)(6) 2020 additional information was received that the device was being used on a patient at the time of the reported event, however, there was no patient harm and no medical intervention was required. The patient's information could not be disclosed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.